Event description:
Reportedly, ta30 staplers were applied to the tissue. Both were fired and once the tissue was divided the staplers were removed from the patient. It was then discovered that the staples on the patient side had not fired. This caused more patient bleeding and increased the time of the operation. The other surgeon had to perform a purse string suture once hemostasis had been achieved. The surgeon was unable to use another stapler, as it was so low down in the pelvis. During the procedure, it was discovered that the patient had some sort of bleeding disorder and they lost a lot of blood.